Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced severe inflammation after a cataract extraction procedure with an intraocular lens insertion in the right eye. He treated it like uveitis. There are two (2) cases from this facility. This is for the second patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating a month after surgery, the patient came back with a red eye and very painful postoperative eye. She had a tyndall 3x with endothelial reaction. The doctor treated her with local corticosteroids with a good clinical response and disappearance of inflammatory signs. In addition to corticodependance, the doctor introduced ikervis (ciclosporin)treatment. To date, the patient is doing well with recovered visual acuity but she is still under ikervis treatment.

Manufacturer narrative:
(B)(4).